Event description:
A report was received that the patient had experienced stabbing sensation at the lead site. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient had a non-bsc scs system, which will be switched to bsc device.

Event description:
A report was received that the patient had experienced stabbing sensation at the lead site. The patient will undergo revision procedure.